Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported that the cable would initially work, then stop working during use. It was noted that there was no error message and no spo2 measurements being provided. Trouble-shooting was performed by replacing the cable, which functioned properly. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues related to this reported event.